Event description:
The customer reported via phone call that the sensor was detached and that only part of the electrode was detached from the body upon removal. The customer's blood glucose was unknown. The customer explained that typically 1.5 cm of the electrode part would be detached from the customer's body. However, the customer had removed the sensor, and only 0.2 to 0.3 cm of the electrode had been detached from the body. The customer then stated that their physician confirmed that no part of the electrode had remained in the body. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors. Found one of the two sensors cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.